Event description:
It was reported that during a laparoscopic duodenal switch procedure, during the first application on the stomach (fifth application overall), using a black load on the antrum 2-4cm from the pylorus/lesser curve, at least two staples were malformed. The staple legs bent, but the tips are exposed and didn't crimp enough to touch tissue. It appears to be in the area of where the second squeeze would have taken place. Prior to firing, the surgeon holds compression on the tissue for thirty seconds, and hesitates for five-ten seconds between squeezes. Then comes back to closely inspect the staple line. A total of two black reloads were used and are being returned. The area was over sewn for reinforcement. The same instrument was used to complete the case and all other eleven staple lines were normal. There were no patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis found that the device was received in good visual condition and with two black reloads present. The reloads were received fully fired and in good condition. In addition, reloads were disassembled to verify the condition of the internal components and no anomalies were noted. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Intra operative photographs were received. Upon review of the images, it cannot be determined the cause of the complication experienced. However, a potential cause may be a staple getting picked up by the knife from a previous firing.